Event description:
A customer's spouse reported via phone call indicating the customer experienced low blood glucose of 49 mmol/l. The customer was not admitted to a hospital for treatment. The customer states that their insulin pump displays more insulin that appears in the reservoir. The customer checked for leaks and was advised to change the reservoir. The customer was informed to have a healthcare provider check to see if the customer is reviving the right amount of insulin from the device. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.